Event description:
Dr attempted to take out epidural drain from patient's epidural space in cranium, and tubing broke off.patient was taken to surgery for removal of the retained part of the drain.cannot locate external part of drain, but internal part sent to pathology after removal and available. Described as "16 cm in length and 0.3 in diameter with multiple perforations."a similar drain package labels the drain as 124.04 cm long and 25.4 cm hole pattern.